Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency.

Event description:
It was reported that surgeon has a patient who is dissatisfied with glare after implantation of symfony lenses in both eyes. It has been a year and a half since the surgery and doctor feels like all options for the patient are exhausted. Reportedly the patient had underwent yag hence explant would be challenging. Doctor was scheduled to meet the patient to put in punctual plugs to see if this helps patient¿s symptoms. Patient did not have dry eye identified prior to the surgery and appears to have a healthy tear film. This report will capture patient¿s one eye. A separate report is being submitted for patient¿s other eye. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.